Event description:
It was reported that the user experienced both low and high blood glucose while using the ilet and treated a low of 53 mg/dl with apple juice, followed by a significant post-meal hyperglycemia that persisted despite announcing the meal; the user received guidance to change all pump supplies, after which insulin delivery was resumed and glucose trended from the mid-350s to 331 mg/dl. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user counseling and troubleshooting, including supply replacement and education. Investigation included user interview, product troubleshooting, and guided replacement of consumable components. Investigation of this case revealed no device malfunction and suggested a cause unclear scenario for hyperglycemia following treatment of hypoglycemia and meal intake, with the device functioning as intended after supply changes. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.